Event description:
It was reported that during a renal intervention procedure, damage to the guide wire coating occurred. The de novo lesion of unknown calcification and tortuousity was located in the renal artery. During the procedure, the physician noted that the coating on the distal tip of the v18 control wire had separated and looked to be "scrunched." It was reported that no coating was retained in the patient. Another of the same device was used to successfully complete the procedure. No patient injuries or complications were reported. The patient's status was reported as "fine."

Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint guide wire could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.